Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The rotating hemostatic valve (rhv), the main coil and the delivery wire were returned for this complaint. The main coil was stretched, also the interlocking arm of the main coil was detached. No more damages were observed. The functional inspection could not be performed due the introducer sheath was not returned. Under microscope it was observed that the interlocking arm of the main coil was detached.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coils could not be delivered or withdrawn outside the catheter and the delivery steel wire at the tail end was twisted. The 90% stenosed target lesion was located in the renal artery. A 12mmx40cm and 15mmx40cm interlock-35 coil were selected for use. During the procedure, the third 15*40 and 12*40 coils could not be delivered or withdrawn outside the catheter. Later, another 15*40 coil was used and delivered successfully. The delivery steel wire at the tail end was twisted, and repeated attempts failed. The coil and the catheter were removed together. The procedure was completed with another of same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the interlocking arm got detached.